Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that reservoir was leak. The customer¿s blood glucose level was unknown. The insulin was leaked from the o ring inside the reservoir and o ring was incompletely attached to the reservoir. The customer was advised that the reservoir will need to be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
Findings: evaluated 2 open/used reservoirs. Performed pre-fill test to reservoirs. Checked o-rings/stopper groove for defects and none were found. Ran basal,bolus leaking test as follow: reservoirs filled with diluent and connected to a new infusion sets, installed reservoirs and connector into insulin pump. Conclusion: reservoirs not leaks. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.